Manufacturer narrative:
The product was not returned therefore, a failure analysis and determination of root cause is not possible due to the product has not been returned.. The reported complaint is unconfirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the gel was formed in the powder vial of the 203001 duraseal spine ous 3ml kit on (B)(6) 2019. The device was in contact with the patient. There was no patient injury reported. The event did not lead to an increase in surgery time. The patient was already under anesthesia when the dysfunction was observed. The medical staff finished the procedure by opening another device.